Event description:
It was reported that temperature alarms occurred before an unspecified malfunction, but details were not documented due to a non-resettable condition, and the pump history could not be reviewed. There was no adverse impact to the customer's blood glucose level. No additional actions or information were provided regarding the outcome of the event.